Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a battery out limit about a week before the call. Customer reported trying to install a new battery, but it would not register. Blood glucose level was 420 mg/dl at the time of the call. No further information was provided.